Manufacturer narrative:
Device is combination product.

Event description:
It was reported that death occurred. The patient was admitted with acute myocardial infarction. Vascular access was obtained via right femoral artery. The 90% and 70% stenosed target lesions were located in the right coronary artery (rca) and the left circumflex (lcx) artery. Following pre-dilatation of the rca lesion with a 2.0 x 9 maverick balloon catheter, a 3.5 x 32 promus premier stent was deployed and postdilated with a 3.5 x 12 quantum maverick balloon catheter. Following pre-dilatation of the lcx lesion with a 2.5 x 12 maverick balloon catheter, a 38 x 3.00 promus premier stent was deployed and postdilated with a 3.0 x 12 quantum maverick balloon catheter. While the physician was trying to restore flow in the lcx, the patient suddenly developed bradycardia. When the physician engaged the rca to check, it was noted that the vessel had severe no flow. While the physician was trying to address the issue, the patient collapsed on the table and died.